Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a bathroom accident (B)(6) 2015. The patient had not felt stim since implant - (B)(6) 2015. The caller had increased the patient's stimulation from 4.8 to 5.7 and unsure if he had changed the program. The patient was now on program 1. Patient services asked the patient to synch while on the phone. Programmer reads 5.7v, caller did not see lightening bolt, implantable neurostimulator (ins ) off. Patient services asked the caller to decrease stim to 4.8 and then press ins on button. The caller now sees the lightening bolt. The caller then increased to 5.0v. The patient was feeling stimulation. Patient services reviewed the patient did just have surgery a couple days ago and the patient still might have some accidents. The caller stated that during the trial, the patient was set on 5.0v and the patient did not have any accidents. Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause for the loss of therapeutic effect was determined; it was not device related. Reprogramming was needed. The patient experienced a sudden loss of therapeutic effect. The patient experienced a sudden loss of stimulation. The event cause for the loss of stimulation was determined; it was not device related. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0t4w4, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).